Event description:
It was reported that a spectrum infusion pump shut off during an infusion. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported "pump shuts off by itself" due to corrosion on the battery terminal which led to the voltage not being read or being very low when unplugged. The rear case assembly was replaced to correct this condition.